Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection and perforation occurred with the use of the arterial sheath of the neuroprotection system (nps). The physician decided to surgically fix the dissection and perforation, and the procedure was completed successfully.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.